Event description:
A patient reported blood glucose results of 304 mg/dl, 233 mg/dl and 189 mg/dl with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.